Manufacturer narrative:
The reported events of sensing noise and low pacing impedance were confirmed by analysis. Final analysis found internal short due to inner insulation abrasion consistent with external forces. The abrasion was found at 14.9cm to 15.1cm from the connector pin. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited inappropriate mode switch due to over-sensing intermittent noise. Low pacing impedance was also noted on the atrial lead. The atrial lead was explanted and replaced. Patient condition was stable throughout.